Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was explanted and replaced due to the device battery prematurely depleted. No patient symptoms have been reported.

Manufacturer narrative:
No conclusion code available. The reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and excess current drain due to an anomalous rf module was found to be the cause of the reported premature battery depletion.